Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during a system error 2240, where the home patient stated the heater bag was not properly connected to the cassette line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿warnings and cautions¿ instructs the user to check all disposable set connections for a secure fit before beginning therapy. Section ¿prepare for therapy¿ provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell six of six on the homechoice (hc). The home patient (hp) was connected at the time of the event. The caller stated that the connection between the cassette line and heater bag was loose. The technical service representative (tsr) had the hp close the clamps and cycled power. The tsr advised the hp to complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.